Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing.

Event description:
It was reported the patient is deceased. It was also reported under-sensing of the device was suspected. A lead integrity alert indicated there were multiple short v-v episodes and pulse-less electrical activity was seen. Additionally, the r waves were found to be small and there were high rate non-sustained episodes and non- sustained ventricular tachycardia episodes. A request for the cause of death was made but not received. No other information is known at this time.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.